Event description:
Caller states patient reportedly received the following results on the advantage system within 10 minutes: 23.3 mmol/l and 9.5 mmol/l, 8.3 mmol/l and 23.9 mmol/l. Comparisons were performed approximately 1 hour apart. No actions taken based on device results. No adverse event reported. Requested return of suspect device however caller no longer has the test strips.

Manufacturer narrative:
The event occurred in (B) (6). Will not be returned to manufacturer.

Event description:
It was reported that during a procedure of the peroneal using a non-abbott atherectomy device, during removal of the atherectomy device it became stuck on the barewire at a kink and the guidewire distal tip detached. It was suspected that the atherectomy device which spins at about 25-74 rotations per minute (rpm) spun on the wire. The tip was retrieved using a 4 mm snare device. There was no radiographic evidence that any of the guidewire remained in the anatomy. The physician stated that a kink was present in the barewire possibly from the access at the high antegrade stick and a vessel bend. There was no reported patient sequela. No additional information was provided.